Event description:
Customer reported blood glucose results of 413 mg/dl, 275 mg/dl, and 113 mg/dl within 10 minutes on the aviva system. Reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.